Manufacturer narrative:
Evaluation summary: in the cusp area, calcification is heavy in leaflet 2, moderate to heavy in leaflet 3 and moderate in leaflet 1. The free margins of leaflets 1 and 3 exhibit minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Host tissue is minimal to moderate at the stent inflow. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Reportedly, a 2800, 23mm valve was explanted after a 48.33 month implant duration due the patient had high gradients requiring reoperation. He received a new valve and is doing well. (B)(6) 2010 request for information response from surgeon indicates that the device was explanted due to early structural deterioration and stenosis.